Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0 model #: 1420 / expiration date: UDI #: asku. Device available for evaluation?: no. Labeled for single use?: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pocket for the controller in the shoulder bag would get extremely hot. The patient would often need to leave the shoulder bag unzipped to allow for heat from the controller and two batteries to dissipate. The care team also noticed the shoulder bag was very warm to the touch. The shoulder bag was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The shoulder pack was returned for evaluation. One (1) controller (unknown serial numbers) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned device revealed that the shoulder pack passed visual inspection and functional testing. The shoulder pack functioned as intended. As a result, the reported event was not confirmed. The controller was not available for analysis; therefore the reported "overheating" event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events involving a controller overheating may be attributed, but not limited to, environmental factors and/or to a controller malfunction. Additional products: controller 2.0. Device available for evaluation?: no. Device evaluated by MFR?: yes.